Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient complained of severe diaphragmatic stimulation. A chest x-ray did not show lead dislodgement, and the device could not be programmed to avoid stimulation. The lead was turned off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the lead had a fracture and was capped and not replaced.